Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia empty container was leaking. This occurred after filling of the device with ropivacain. The reporter stated that bubbling was observed around the seam port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.